Event description:
It was reported that a plug driver damaged two closure tops during tightening due to tip deformation. The closure tops remained in the assembly and there was no patient harm or procedural delays. This is report one of three for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the tip is twisted/deformed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive forces applied during use. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference reports 3012447612-2024-00379 through 3012447612-2024-00381.

Event description:
It was reported that a plug driver damaged two closure tops during tightening due to tip deformation. The closure tops remained in the assembly and there was no patient harm or procedural delays. This is report one of three for this event.